Manufacturer narrative:
On november 23, 2023, devices were re-evaluated due to patient's symptoms update reported under follow up 2 report. Mentor conducted a visual inspection of the returned devices. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned devices. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Extrusion may occur when the wound has not closed or when the tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on october 26, 2023, and reviewed by the clinician, clinical code "impaired healing" was removed and "device extrusion" code was added to field h6. Event summary under field b5 has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent breast surgery with 375cc mentor memorygel breast implant on (B)(6) 2020 developed a late onset seroma in the right breast. At this time, the results of pathology /cytologyreport have not been provided. It was also reported that the patient experienced extrusion of gel breast implant right breast. Removal of bilateral breast implants performed on (B)(6) 2023. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On october 12, 2023, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the seroma and impaired healing issues reported. Since the two received products have the same volume engraved, both were analyzed; however, no problem was found with either devices per analysis findings below on october 13, 2023: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned devices. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Wound dehiscence is a surgical complication in which a wound ruptures along a surgical incision. Risk factors include age, collagen disorders, diabetes, obesity, poor knotting or grabbing of stitches, and trauma to the wound after surgery. Symptoms of dehiscence can include bleeding, pain, inflammation, fever, or the wound opening spontaneously. A primary cause of wound dehiscence is a sub-acute infection, resulting from inadequate or imperfect aseptic technique. Dehiscence can also be caused by inadequate undermining (cutting the skin away from the underlying tissues) of the wound during surgery or excessive tension on the wound edges caused by lifting or straining. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right seroma, and impaired healing. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent breast surgery with 375cc mentor memorygel breast implant on (B)(6) 2020 experienced right side late onset seroma. Per the information provided, the patient presented with a late-onset seroma two years after implantation. In addition, the patient reported "scar dehiscence". Breast implant removal surgery was performed on (B)(6) 2023. No further information was available at the time of this review.